Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A review of the device history record for sn (B)(4) was performed from 08/24/2010 to 07/21/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
The reported event of patient side occlusion during pm.